Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without the manifold and strain relief hub. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break and multiple hypotube kinks. The device was measured from the distal edge of the device tip to the hypotube break. Effective length is defined by the distal end of the strain relief to the distal tip of the catheter. Therefore, the break occurred at a site 22 +/- 5 cm from the distal end of the strain relief. The portion of the device proximal of the hypotube break was not returned for analysis, including the manifold and strain relief hub. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03892. Reportable based on device analysis completed on 05-april-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After using 3.00x28mm, 2.75x38mm, 2.75x28mm and 2.75x24mm promus element¿ plus drug-eluting stents (des) respectively which all failed to cross the lesion, a rebel stent was implanted and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break on the 2.75x28mm promus element¿ plus des.